Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a few days after smr update the patient called the hospital to report that the battery status led's on the controller were no longer working. Log files were sent. The controller was exchanged with no reported effect on the patient. No further information has been provided.

Manufacturer narrative:
The controller passed external visual inspection but failed functional testing. Controller internal serial bus functionality was disrupted and unable to communicate with its internal clock or the front panel to control the batteries power indicators bar graphs and other leds. The controller also failed in its ability to communicate with its peripherals. Internal visual inspection found a burnt chip (u7, (B)(4) quadruple fet bus switch) and burnt d9. As a result of this, the serial bus communication lines that control the display were being pull down. No corrosion or leakage was observed on bt2 (real time clock backup battery). The most likely cause of these events is the improper handling of the connection of the cac adapter to the controller's power ports, damaging the connectors. The manufacturer has an open internal investigation to investigate proper mating connection issues. Labeled for single use.